Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for evaluation, it was alarming an error code 4 due to a failed pcb board. Because of the error code, no further testing could be done, and mmdg could not replicate or confirm the reported complaint. The device was serviced to correct the issue.

Event description:
The initial reporter stated that the pump was not delivering. Mmdg followed up with the initial reporter, who stated that no patient had been affected by the complaint, but that they did not have any additional information. [Complaint-(B)(4)].